Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated erroneous results for alp (alkaline phosphatase), vanc (vancomycin) and vpa (valproic acid) customer reported that the dxc 800 generated one erroneous alp result, one erroneous vpa result and two erroneous vanc results. This report addresses the erroneous vanc results. See MDR# 2050012-2012-00746 for the medwatch report on the alp and vpa results. Customer reported that one patient had been given vanc due to the false low result but the pharmacist indicated that the administration of vanc would not be a problem. Bec customer technical support instructed the customer to perform routine system inspection. Customer reported that the mc (modular chemistry) cover may have been obstructing cartridge side operation. Customer reported that laboratory staff had been working on that portion of the system earlier to troubleshoot a phosphorous issue. Cts advised the customer to home the system after the customer ensured all covers were in place.

Manufacturer narrative:
This report is one two reports related to two events that occurred on the same day. This report is related to MDR#2050012-2012-00746.